Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary humapen memoir device showed an error in the display. Investigation returned device (batch 0904c01, manufactured april 2009) found missing segments in the display before it went to a non flashing battery. Investigation found the root cause for the missing segments was a cracked lcd cable and liquid ingress while in the field resulting in rust, residue, and corrosion within the pen. The ingress caused corrosion that inhibited power button operation. Reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. User would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. User manual instructs that if any part of the display is missing do not use pen, and that if the display is not working correctly to contact lilly or healthcare professional. Corrective action, cracked lcd cable a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which online control station was added to further improve detection of missing segments. Corrective action was initiated to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted while improvements are being implemented. Corrective action, moisture/liquid ingress a corrective action to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress has been initiated. Due to the combination of this improvement with other planned corrective actions, this improvement is targeted for implementation by q1 2012. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot attributed to improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir showed an error. On (B)(4) 2011, the pen was returned and missing segments were found in the dose numbers. The humapen memoir was associated with product complaint (B)(4)/ lot 0904c01. The user and the user's training status were not provided. The duration of use was not provided. The pen was returned.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir showed an error. On (B)(6) 2011, the pen was returned and missing segments were found in the dose numbers. The humapen memoir was associated with product complaint (B)(4) / lot 0904c01. The user and the user's training status were not provided. The duration of use was not provided. The pen was returned. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary; updated the medwatch and EU/ca fields.